Event description:
A hosp in another country, reported to our distributor that on the third day of using the rt112 adult breathing circuit the hosp staff detected air leakage at the cap of the water trap. No pt consequence was reported.

Manufacturer narrative:
This report was prepared by rep. This is a malfunction that has been reported to fisher & paykel healthcare by a hosp in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The rt112 adult breathing circuit is being sent back to fisher & paykel healthcare. There is no info on this to date. Results - no evaluation has been done pending the return of the device. Conclusions - info is insufficient at this time to make a conclusion.